Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
As reported: "while using a stryker anchorage set a couple of the screws seemed to be having pieces of metal come off. This occurred during the process of putting in the plate screws for an mtp 6 hole left plate. No replacement device was used. The case was able to be finished using the same set."